Event description:
The customer reported the system boots up with stator not on and footswitch stuck errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a tripped circuit breaker. System operates as intended. (B) (4)